Event description:
(B)(4). My gallbladder needed to be rover 2 years ago and I did not have normal symptoms. It took over a month to diagnose gall stones. I have pcos but my periods had never been painful or heavy until recently. I had essure for 5 years before I had problems bad enough to make the connection. I also have thinning hair, very dry skin, and itchy sensitive skin. I have extreme fatigue and weight gain.